Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: a review of the pump¿s black box history showed that one power reboot was recorded following a cs (B)(4) replace battery alarm on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked above the bumper pad. The returned battery cap threads were found to be stripped and the battery cap was not able to be secured appropriately to the pump without losing power. A test battery cap was used to complete all testing. No power interruptions occurred while using the test battery cap. The pump case was removed and no intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.